Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Manufacturer narrative:
No product was returned for investigation. The investigation was unable to determine a root cause.

Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant inr results for 1 patient tested on coaguchek xs plus meter with serial number (B)(4) compared to a laboratory using the dade innovin method. The patient was tested initially at 8:30 a.m. On the meter with a result of 4.8 inr. The result from the laboratory at 9:08 a.m. Was 3.55 inr. The patient's therapeutic range is 2 - 3 inr. No treatment was required. No adverse event occurred. It is not known if the patient is anemic or polycythemic. It is not known if the patient has antiphospholipid antibodies. The patient is not on heparin or other direct thrombin inhibitors. The patient has not been ill recently. The patient recently started taking an unspecified steroid. It is not known if the patient has had any diet changes or changes in coumadin dose. The patient is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.